Event description:
It was reported the siderail was not functioning properly, and there was a patient fall. No specific details were providing regarding the alleged injury, but the patient was moved to an acute hospital.